Event description:
The customer initially reported that a patient developed cholangitis following an ercp (endoscopic retrograde cholangiopancreatography) and tested positive for pseudomonas aeruginosa. The scope forceps channel tested positive for pseudomonas on an unspecified date. During a safety meeting at the facility, the customer reported that based on the usage and cleaning records, the physician believed at the time that the endoscopes were unlikely to be involved. The physician reportedly determined that it is low probability that the scopes are abnormal and has continued to use them for procedures. Additional information was later received from the customer. The patient had been receiving chemotherapy for approximately two years following heavy-ion beam therapy for pancreatic head cancer and was admitted on (B)(6) 2026 due to peritoneal seeding, ascites, liver metastases, and declining physical status. Originally the patient had obstructive jaundice caused by pancreatic head cancer requiring several ercp procedures and bile duct stent placements. On (B)(6) 2026 the patient developed a fever and cholangitis was suspected, an ercp was performed the next day. The bile was found to be mildly infected, the plastic bile duct stent that had been in place was replaced with a metal stent. No bile sample was submitted for culture. Antibiotics were changed from cefmeta (cefmetazole) to tazobactam/piperacillin (tazopipe). As the high fever persisted for about five days afterward, another ercp was performed on (B)(6) 2026. The metal stent was removed and replaced with a plastic stent (10fr straight). Since the bile was clearly infected, a sample was sent for culture, which detected pseudomonas aeruginosa. The fever subsided following ascites drainage two days later. The patient was discharged the following day.

Manufacturer narrative:
This event with the initial customer report was previously submitted under MDR report number 9610595-2026-51511. The device model number was determined to be incorrect and this report is submitted to provide the correct device model and additional information received from the customer. All further information received for this event will be reported under this report number. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.